Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a product experience report (per) form that this device and electrode were explanted on (B)(6) 2016 due to erosion. The incision for the lead suture collar did not heal properly as the site was visibly open. There were no signs of infection or the lead incision site or in the pocket after device removal. The device and electrode were sent to the laboratory for cultures. There were no adverse events reported during or following the explant procedure.